Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan, another country in 2007 reporting that the one touch ultra meter was giving inaccurate low reading. The pt also informed lfs united kingdom regarding the incident occurred related to same meter (meter gave high reading) on four days earlier. On the same day at 9:00am, the pt was feeling weak and shaky. He tested himself on the meter and obtained reading of 12.1 mmol/l. This reading was higher as compared to his usual reading. The pt usually gets reading between 5-9 mmol/l in morning. Based on the reading, the pt took increased dosage of novomix 12 units (usual dosage novomix 30: 11 units in morning and 11 units in evening). After a while, the pt passed out. He remained unconscious for approx 2 hours. After he came around, he ate 2 digestive biscuits and tested again on the meter at 2:53pm. The reading of 11 mmol/l was received. The pt did not seek any medical attention. He did not go to any doctor and continued taking his usual medication dosage. The pt reported that he did not skip any medication or meal on the day of incident. The pt usually gets reading between 5-9mmol/l in morning, 4-7 mmol/l at lunchtime, between 4-8 mmol/l at teatime and 11-12 mmol/l at bedtime. He tests his blood sugar 4 times a day. The pt confirmed that he does alter his dosage based on meter reading, but could not confirm whether or not he is supposed to stick to prescribed dosage. The pt experienced the inaccurate low reading on the reported meter on original date. A pt reported blood glucose results of "4.2 mmol/l " with the lifescan meter and "8.7 mmol/l" on another meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <=1.7 mmol/l. The customer service rep (csr) verified that the pt's testing and cleaning the puncture area techniques were correct. The test strips were within expiration dating and in good condition. The meter was programmed for the correct unit of measure and calibration code number. The result was verified in the meter memory. Quality test was not performed, as the pt did not have the correct control solution. This complaint is being reported as the pt reported obtaining a high result while having symptoms suggestive hypoglycemia. He further claimed he took insulin based on that result and passed out. The pt also reported obtaining a low result that was out of specification when compared to another meter's result.